Event description:
It was reported that the patient had a device changeout in (B)(6), 2010. The patient subsequently experienced noise in the system, which could not be isolated to the lead or the competitor device. Sensing difficulty was also indicated. Therefore the physician decided to remove both the lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. No anomalies were found. Defibrillator conductor was distorted and there was blood/body fluid in all conductors (not obstructed). There was blood/body fluid in the outer tubing overlay. The overlay was melted and there was cosmetic environmental stress cracking. The outer insulation had breached cut and cosmetic depression. Blood in/on the helix mechanism and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.